Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while detaching the hepatic pedicle, in a liver resection, after loading the reload with this stapler to clamp the tissue, the opening of the reload could not be closed and the surgeon could not fire it. The surgeon replaced the device to resolve the issue. There was no patient injury.